Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the ptfe pad was worn away and partially separated. The distal end of the ptfe pad was missing. The doctor commented that the ptfe pad of the subject device fell off when the doctor wiped the subject device out of the patient. Then the missing part was discarded by the doctor. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device and doctor's comment, omsc concluded that the ptfe pad was worn away and separated, because the doctor activated output in seal & cut mode without grasping anything. The ptfe pad fell off, because the ptfe pad was applied some stress while the doctor wiped the subject device out of the patient. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR. Report number:8010047-2015-00977.

Event description:
It was informed that the ptfe pad of the subject device was separated into 1 hour of beginning during a laparoscopically assisted total gastrectomy. The doctor completed the procedure with another device. There was no patient injury regarding this report.